Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a hcp that the patient had been hospitalized due to an unknown issue the patient's blood glucose levels reached an unknown level while wearing the pod. No information was provide about the patients symptoms, how they were treated for the issue and the duration of the event. No follow up can be attempted since patient information was not provided.